Event description:
It was reported that the guide wire was unable to be retracted from the lead during implant. The lead was introduced into the vasculature and then the guide wire was inserted. The lead was placed and the guide wire got stuck in the lead while trying to retract the guide wire. The guide wire and lead were both extracted and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the distal and proximal conductors were distorted due to kinking/buckling. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.